Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
The customer reported that there is no sound with the device. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse replaced the system pcie audio amplifier card, internal audio cable and pcie riser board. The fse test the system sound output for the external speaker. The fse stated that the sound output was successfully coming out from the external speakers.